Event description:
Pt. Scheduled for ercp, 5/20/92. Dx: abdominal pain, possible retained common duct stone. Using microvasive double lumen sphinterotome with valley lab. Electro surgery unit, settings cut #4/coag. #4, blend. Physcian using cut mode noticed large spark, wire broke. Procedure completed with non-disposable wire olympus sphincterotome with valley lab. Settings the same. The non-disposable wire also failed with a large spark and a nooticable large duodenal incision,. Physcian determined a perforation through x-ray. Pt. Admitted to hospital for observation for possible surgical repair. No repair required. Electrosurgery unit to biomedical engineering for possible malfunction test. No malfunction founddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, incorrect technique/procedure. Conclusion: device failure occurred and was related to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.